Event description:
Event was reported to caldera medical by an atty. The patient experienced stress urinary incontinence, abdominal pain, urinary problems, infections, bowel problems, dyspareunia, neuromuscular problems, vaginal scarring, and other symptoms as they become apparent. No further info has been provided.